Event description:
On (B)(6) 2023 an abbott medical spinal cord neurostimulator was installed replacing a dysfunctional st. Jude unit. Surgery was done by dr. (B)(6). The conditions of pain, full body vibrations (intensity determined body position), periodic convulsions, and loss of speech just worsened. The wire leads are now causing great pain upon body movement. The new abbott stimulator has brought no relief from pain; only worsened and added to the original pain. The abbott assigned representative admitted that he had no control over the unit. The stimulator has been turned off from two weeks after installation yet the conditions of pain continue to worsen. Dr. (B)(6) has agreed to remove the abbott stimulator completely when he can work it into his schedule which is, as of now, sometime in (B)(6) 2024. Life has been a complete misery. Only hope seems to be in a functional neurologist after the unit is removed. Reference reports: mw5150043, mw5150044.